Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 07-dec-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse replaced the power switch to resolve the reported problem.

Event description:
A user facility reported to olympus that the power button was stuck in the on position. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.